Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. A sample was received for evaluation. Visual inspection and functional test(s) were performed. The sample was in good physical condition. Three separate delivery accuracy tests were performed; the customer?s reported problem was unable to be duplicated. The root cause of the issue could not be determined. Actions(s) taken to mitigate the reported issue(s): replaced expulsor.

Event description:
Information was received that this smiths medical cadd solis vip pump "failed flow test by -19.6 percent". It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.